Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the system error 343 alarms which were not reproduced. Evaluation confirmed a single event of the reported symptom "system error 343" through the event history log however, was unable to reproduce the error or determine the assignable cause. The unit was tested and functioned with no discrepancy. Per the operator's manual, the device is within specification if it passes testing after a single system error and the error does not recur.

Event description:
It was reported that a spectrum pump displayed system error 343. Any patient involvement, injury or medical intervention is unknown.